Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. Customer's blood glucose was in 200-300 mg/dl range. Reportedly, customer continued to use pump for insulin therapy.